Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker system exhibited undersensing of atrial fibrillation (af). Technical services (ts) was contacted and reviewed the information available. This pacemaker remains in service. No adverse patient effects were reported.